Event description:
Event description guidant received information that during an attempted implantation, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the atrial and ventricular channels while still in the box, after taken out of storage mode. The noise and high impedance measurements continued after the device was connected to the implanted leads. The device was replaced with another guidant crt-d but the symptoms remained. It was discovered that the two distal setscrews had not been tightened. The previous crt-d attempted implant had already been discarded so the second new device was left implanted. Subsequently, this device was pulled from archives for further analysis testing.